Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated sodium results 7 mmol/l higher than the results generated on their other instrument. Customer reported that they detected the issue because they had prior lower results on the patient samples. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the patient samples were reran on the other instrument and the erroneous results were corrected. Customer reported that no patient was maltreated due to the erroneous results. Customer reported that the same calibrator material was used for both instruments. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to change the electrolyte reference reagent, recalibrate and rerun to correct the issue. Cts advised the customer to change the sodium electrode if changing the reagents did not correct the issue. On (B)(6) 2012, bec field service engineer (fse) found the ratio pump was leaking air. The fse replaced the ratio pump and verified performance.

Manufacturer narrative:
This report is one of four reports related to four events that occurred on four days. This report is related to MDR #2050012-2012-01366, 2050012-2012-01367, 2050012-2012-01368.